Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently had a blood glucose level of 32 mg/dl and a sensor glucose level of 100 mg/dl. Customer reported that the threshold suspend feature was not functioning properly. The customer declined troubleshooting and the sensor was not replaced or returned for analysis.